Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was to undergo a craniotomy procedure. The health care professional (hcp) contacted boston scientific technical services (ts) for a pre-operative consult. Ts reviewed the transmission data. The data indicated that the patient had 2 nonsustained ventricular tachycardia (vt) episodes and 1 atrial tachy response (atr) episode in the past 72 hours. There was intermittent loss of right atrial (ra) lead capture. The ra pacing impedance had out of range measurements that dated back to 7 months prior. Post craniotomy procedure, the hcp contacted ts for a post-operative consult. There were 10 episodes that likely occurred during the surgery. 3 of those events received inappropriate anti-tachycardia pacing (atp). There were oversensing and undersensing which led to pacing inhibition. There was not asystole greater than 2 seconds as the patient had an intrinsic rhythm. Additional information indicates that the patient has not had any further testing or follow-up. The system remains in service. There were no additional adverse patient effects.